Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: one (1) controller, and five (5) batteries were returned for evaluation. One (1) battery (bat324589) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of bat324555, bat324602, bat324592, and bat324585 revealed that the batteries passed visual inspection and functional testing. Failure analysis of bat324591 revealed that the battery passed visual inspection. Functional testing of bat324591 revealed that the voltage of one the cell pairs was below the voltage threshold. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 167 and that there was a time difference of 1200 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the reported observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power powers of the controller. The most likely root cause of the observed contamination can be attributed to handling of the device. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, supplemental testing was performed on the power ports, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller co ntained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections in volving bat324555, bat324602, bat324592, and bat324585, as well as several premature power switching events that were due to communication errors involving bat324555, bat324602, bat324585. Analysis of the data log files also revealed several momentary disconnections that did not lead to power switching involving bat324555, bat324602 bat324592, bat324585, bat324591. Momentary disconnections will result in an audible tone or "beep". As a result, the reported events were confirmed. A power source lubrication procedure was performed on bat324585, bat324555, bat324602 in accordance with the requirements on 20-aug -2018. A power source lubrication procedure was performed on bat324592, bat324591 in accordance with the requirements on 03/dec/2018. There is no evidence that the lubrication servicing was performed on bat324589. The most likely root cause of the reported premature power switching after lubrication can be attributed to communication errors and momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. However, the most likely root cause of the reported beeping can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial or lot#: (B)(6); h3: yes; h6 FDA method code(s): 10, 4112; h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 ;d4: serial or lot#: (B)(6); h3: yes; h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213; h6 FDA conclusion code(s): 4307; d4: serial or lot#: (B)(6); h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6); h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6); h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650 / expiration date: 11/30/2017 / serial or lot#: (B)(4). UDI #:(B)(4). Yes, return date: 03/04/2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2016. No. Patient code(s): (B)(4). Device code(s): (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650 / expiration date: 11/30/2017 / serial or lot#: (B)(4). UDI #:(B)(4). Yes, return date: 03/04/2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2016. No. Patient code(s): (B)(4). Device code(s): (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650 / expiration date: 11/30/2017 / serial or lot#: (B)(4). UDI #:(B)(4). Yes, return date: 03/04/2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2016. No. Patient code(s): (B)(4). Device code(s): (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650 / expiration date: 11/30/2017 / serial or lot#: (B)(4). UDI #:(B)(4). Yes, return date: 03/04/2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2016. No. Patient code(s): (B)(4). Device code(s): (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650 / expiration date: 11/30/2017 / serial or lot#: (B)(4). UDI #:(B)(4). Yes, return date: 03/04/2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2016. No. Patient code(s): (B)(4). Device code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported that six batteries exhibited power switching. The batteries were exchanged and the controller continued to exhibit power switching. The controller was then exchanged. No patient complications have been reported as a result of this event.